Event description:
The patient reported "they went through withdrawal a month ago and the reservoir volume was less than expected." The hcp reported the patient experienced symptoms of "aching all over", excessive sedation, a very strong "fruity smell", and some chilling and nausea. The patient's pump side port was accessed and the hcp was able to easily aspirate cerebrospinal fluid (csf). The patient was given methadone. A week later, the patient was given a "stable dose" of methadone and the pump rate was significantly decreased. A month later, the hcp noted the reservoir volume was less than expected. The expected reservoir volume (erv) was 4ml, but the actual reservoir volume (arv) was 0.4ml. These volumes are within the accuracy tolerance range for the patient's pump. The hcp reported the patient has since been weaned off all pump medications. The hcp reported the patient has recovered without sequela.